Event description:
Healthcare professional reported "contamination due to delayed healing s/p mastectomy... A healing delay along incision line was noted, at the time the implant was visible and therefore contaminated". This record is for the left side. Device was explanted and won´t be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of delayed healing breast, exposure, and foreign body reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing breast, exposure, and foreign body reaction.